Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. Device resolution data is not available. No conclusion can be determined as the customer declined service and repair of the device by philips.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator was unable to charge. There was no pt involvement.